Manufacturer narrative:
Result: ground prong loose. Caster stems broken.

Event description:
It was reported by service report that the power cord was broken and the brakes were not holding. Customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.